Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿sutureless connector ¿ possible poor connection to pump causing leak or detachment¿ and ¿catheter body ¿ damage to transition tube.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider reported the patient experienced increase in spasticity and minor withdrawal symptoms. Side port revealed no flow. In regards to clarification of the report of a pump revision the healthcare provider noted the catheter connector was detached from pump. There was scar tissue in the catheter. It was unknown the cause of the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, product type catheter, product ID 8780, serial# (B)(6), implanted: (B)(6) 2013, product type catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial# (B)(6), ubd 2014-12-18, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal lioresal 2,000.0 mcg/ml at 800.1 mcg/day and bupivacaine 2.0 mg/ml at 0.8001 mg/day via an implantable pump for unknown indications for use. It was reported that the patient underwent a procedure for baclofen pump revision with laminectomy and implant of a spinal catheter with a laminectomy on (B)(6) 2024. The pre-op and post-op diagnosis was reported as "baclofen pump failure, initial encounter".